Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, there was an issue with the kinking of the balloon sheath under fluoroscopy. The kinking occurred when the balloon was advanced and inflated while the mapping catheter was in the left inferior pulmonary vein (lipv). Attempts to resolve the issue through deflation and reinflation were unsuccessful. Additionally, the mapping catheter was removed during the process of replacing the balloon catheter and was pulled through the torque mechanism, but attempts to reinsert the mapping catheter were unsuccessful. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 21684 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 1 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation, a guide wire lumen kink was observed inside the balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments showed a guide wire lumen kink/twist 1.39 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow glued on the hypotube-pushbutton on assembly. Excessive adhesive may have resulted in balloon inflation issues or pushbutton movement issues. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.